Event description:
Erratic patient results were generated in closed mode on cell-dyn 3700. A hemoglobin (hgb) result of 5.8 g/dl and platelet (plt) result of 22,500/ul was reported on a patient. Orders were written to transfuse the patient with 3 units of blood and 1 unit of platelets. The nursing supervisor requested confirmation of the results prior to transfusion. The patient sample retested at 10.4 g/dl for hgb and 33,000/ul for plt on cell-dyn 3700. Transfusion orders were canceled. The patient was not transfused. No impact to patient management was reported.